Event description:
It was reported that a user accidentally initiated a tubing rewind while attempting to clear a notification and then reused the same cartridge and infusion set; the user was instructed to disconnect from the body and perform the pump refill procedure until drops were observed, and the agent clarified that piston advancement after rewind can display additional units that do not represent new insulin and explained the difference between infusion set expiration and low insulin notifications. Symptoms included no adverse clinical effects. Outcomes included successful completion of troubleshooting without need for supply replacement or medical care. Investigation included user interview and guided troubleshooting. Investigation of this case revealed normal device behavior after an unintended user action, with correct piston advancement and tubing priming, and no device or component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error with normal device operation.